Event description:
Reported two incidents of blood leaks with the psn 210 dialyzer. Incidents occurred at the start of treatment and were noted by the tina hemodialysis machine's blood leak alarm. For each incident blood was confirmed visually in the dialysate. It was reported that the dialyzer was changed and treatment was completed with a new dialyzer. Estimated blood loss was reported as minimal. No pt injury or medical intervention was reported.